Event description:
On (B) (6) 2010, a pt death was reported to cormatrix cardiovascular. The physician stated that this was very high risk pediatric case who had severe, complex heart defects. The pt was diagnosed with tetralogy of fallot with atrioventricular (av) canal defect and a left-sided parachute valve. On (B) (6) 2008, the pt had undergone a tet/canal repair and a right ventricular outflow tract repair. The cormatrix ecm was used for repair of the right ventricular outflow tract with monocusp. The pt died three weeks post-operation. The physician stated that the pt died because of his heart condition, and the death was not related to the use of the cormatrix ecm. The cormatrix ecm for cardiac tissue repair product was not returned to cormatrix for investigation. It could not be determined whether the cormatrix ecm had contributed to the pt's death. As the physician stated, the pediatric pt had very severe heart defects.